Manufacturer narrative:
(B)(4). Additional information: batch # m90w64. The analysis results found that the mcm20 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining (B)(4) clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you confirm how the vessel was repaired after the device cut the vessel? By suture wires was there any bleeding? If yes, how was the bleeding controlled? Yes there was bleeding. The bleeding was stopped after the suture was a transfusion required? No. Because the intervention concerned microsurgery and the surgeon acted on small vessel was the device able to be opened after it had locked on the vessel? Yes, no issue once open was there any patient consequence as a result? No.

Event description:
It was reported that during an unknown procedure, during the anastomosis, the device cut the vessel and suddenly blocked in locking position. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.